Event description:
This was a left sided lead extraction to remove one non-functional cardiac lead. The medtronic lead (5076 ra implanted 36 months) was prepped with an lld, however the extraction was not successful. The physician decided to cut and cap the lead. The patient was discharged per operative plan. This event is being reported as the lld was abandoned inside the patient's vasculature.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.